Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If it is received at a later date, an investigation will be conducted and a supplemental report will be filed. The IFU identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that during embolization treatment of an aneurysm, an embolizaton implant coil detached unexpectedly during advancement into the aneurysm. The implant detached in the microcatheter and was removed in its entirety. There was no reported patient injury or intervention.

Manufacturer narrative:
The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant deformed and to be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.